Event description:
Physician intended to treat a lesion in an occluded sfa vessel. A guidewire was used to attempt to cross the occlusion. The lesion exhibited moderate tortuosity and moderate calcification. The tip was formed by the healthcare professional. The wire was advanced to the sub-intimal sfa. No difficulties were encountered during delivery of the wire to/across the lesion. The wire would not advance and as the physician started to remove the wire it was noted that the tip was not moving and had detached from the wire shaft. About two inches of wire tip was left in patient¿s sub-intimal space. The fragment was not removed. Patient was stable post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: evaluation in progress.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Event description:
Evaluation summary: the wire is severely unraveled and with the tip ball missing at the distal end of the wire, the wire appears bent and broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.